Event description:
Follow up revealed that the patient's sensor was manually recalibrate via the website on (B)(6) 2018 by 28.6 mmhg.

Event description:
Follow-up revealed further recalibration may possibly be performed via patient's sensor on a future date.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is receiving inaccurate sensor readings. As a result, a recalibration may be pending.

Event description:
Follow-up revealed the patient's sensor was recalibrated via right heart catheterization on (B)(6) 2018. The sensor mean was increased 14.9 mmhg. Recalibration addressed the patient issue.